Manufacturer narrative:
The pump passed the functional testing. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and off no power before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the off no power happened less than 24 hours from the low battery alarm. The customer was also advised that the device would be replaced and to return the product for analysis.